Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. The patient noticed ulcer sores on one edge of the sensor adhesive patch and removed the sensor on (B)(6) 2017. The skin reaction is located 4-6 inches toward the belly button from the right hip bone. On (B)(6) 2017, the patient went to their doctor and the doctor gave the patient mupirocin ointment to treat the affected area. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The patient wore the sensor beyond seven days. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.